Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had their system explanted over 5 months ago due to infection (date unknown). There were no external factors that contributed to the event and no diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The pump was lost and the catheter was discarded so they will not be returned for analysis as the company representative was not contacted at the time of explant. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.